Event description:
It was reported, that "when the trach was removed from pt, it was discovered to be almost detached. Note: contact could not report the length of time trach tube had been in place for. There was no reported pt injury and/or change in therapy. The involved device has been returned, and forwarded to the quality analytical laboratory for eval.